Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture, capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 55-year old caucasian female patient underwent breast augmentation with an unspecified mentor gel implant on the right breast. Post-operatively, the patient was diagnosed, via physical examination, with right breast implant rupture and capsular contracture (baker grade unknown). As a result, the patient underwent breast implant removal surgery on (B)(6) 2023.

Manufacturer narrative:
On august 29, 2023, mentor received additional information indicating that the patient's implant was replaced with unspecified silicone implant. In addition, the patient's capsular contracture were also baker grade 1, which is not clinically significant as it is an expected physiological reaction. On (B)(6) 2023, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel implant smooth was found to be ruptured. In addition, shell abrasion was noted on the edges of the rupture. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A second product was received. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required.